Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced eight events of infusion set kinked cannula from past few months (B)(6) 2025. The event occurred in three or more hours after insertion. The insertion site was upper buttocks. The infusion set was in use for two and half days. The blood glucose level was 460 mg/dl and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. On (B)(6) 2025, the patient was hospitalized and eventually shifted to intensive care unit (ICU) due to kinked cannula which resulted into hyperglycemia. The blood glucose level was 460 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 8.